Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The system was received.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID 3889-28, lot# va0tczn, implanted: (B)(6) 2015, product type lead..

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had symptom return. There were no known environmental or patient factors that led to the event. Device interrogation and reprogramming was done however did not resolve the symptom return issue. Patient was scheduled for an explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the device was received in the decontamination lab and is considered a possible biohazard and will not leave rpa lab. There is no indication of patient harm.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial (B)(4) showed no significant anomalies and passed final functional testing. When the device was tested at the end of a known good lead, it was determined there was good, stable output on the electrode pairs as received. Analysis also determined the telemetry was acceptable. A bench test was performed with the returned patient programmer and returned programmer antenna. The patient programmer was not able to turn on with returned batteries but was able to turn on with known good batteries. The returned ins was able to be turned on/off with the returned patient programmer and also increase/decrease the amplitude. The system functioned correctly. Analysis of the lead model 3093-28 lot # va0tczn showed no significant anomalies. The lead was returned in segments but electrical testing determined that continuity was complete and that there were no electrical shorts between circuits. Good, stable output on the electrode pairs as received. The distal end of the lead was stretched and analysis identified markings on the outer insulation which was consistent with the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected to (B)(6) 2017 from (B)(6) 2017. Corrected evaluation code - updated to 11. If information is provided in the future, a supplemental report will be issued.